Manufacturer narrative:
During the index procedure two 22mm enterprise stents were implanted at the desired site in y stenting position. Coils were placed through the stents. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a complete occlusion. No technical adverse event was reported and mrs was 0 at discharge. Plavix was administered in pre-intra, and post procedure, aspirin was given intra, and post procedure, and heparin in intra procedure. One month patient follow-up was performed indicating that the mrs was 0, and the event noted above was captured at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00162 and 1058196-2012-00163.

Manufacturer narrative:
Information was received via the (B)(4) study that four days post uncomplicated placement of two enterprise vrds in a stent assisted coil embolization of a non-ruptured denovo saccular aneurysm of the anterior communicating artery (sac height 5.3 mm, sac width 4.8 and neck 4.3mm), the patient was admitted to the emergency room for a right inferior limb deficit. At that time the patient reported not having taken the prescribed plavix treatment for the last three days. The symptoms were resolved in the following 20 min after medication administration. The post procedure discharged medications regimen consisted of both plavix (75mg/day) and aspirin for a 1 year period post procedure. It was reported that during the event, the enterprise stents were patent, and fully expanded, appose to the vessel wall and in a stable position. Scan exam performed at the time of the emergency room visit, showed nothing apparent (no thrombosis or stenosis), exam was normal. After the event, the patient was re-instructed to the medical therapy regimen plan. The reported event was captured in the study data base as a transient thrombo-embolic event. Investigator conclusion indicated that the event was not related to the device or procedure. The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 0. During the index procedure two 22mm enterprise stents were implanted at the desired site in y stenting position. Coils were placed through the stents. No balloon was used. The procedure was completed due to achievement of treatment with the final angiographic result indicating that there was complete aneurysm occlusion. No technical adverse event was reported and mrs was 0 at discharge. Plavix was administered in pre-intra, and post procedure, aspirin was given intra, and post procedure, and heparin in intra procedure. The mrs was 3 at the time of the emergency room visit two days post procedure. The event was captured at the time of that the one month patient follow-up was performed. At one month follow-up the mrs was 0. The enterprise vrds remain implanted and the lot numbers are not known; therefore, the device history record review cannot be completed. Thrombo-embolic events and associated neurological deficits are known potential adverse events associated with the implantation of the enterprise vrd. Based on the reported information, it appears that noncompliance with the prescribed antiplatelet therapy, which is addressed in the instructions for use, is a factor likely contributing to the reported event. There is no indication of any device performance or manufacturing issue related to the reported event; therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00162 and 1058196-2012-00163.

Event description:
The esat indicated that the patient (esat#(B)(6)) was admitted with a non ruptured saccular aneurysm of the anterior communicating artery (sac height 5.3 mm, sac width 4.8 and neck 4.3mm), and four days after the procedure, the patient was admitted to the emergency room for a right inferior limb deficit. At the emergency admission, the patient declared not taken into account the medication, and did not take the plavix treatment for the 3 last days. Symptoms were resolved in the following 20 min after medication administration. The reported event was captured as a transient thrombo-embolic even by the study. The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 0. Investigator conclusion indicated that the event was not related to the device or procedure. The discharged medications regimen consisted of plavix (75mg/day) and aspirin. Both for a 1 year period post procedure. During the event, the enterprise stents were patent, and fully expanded, appose to the vessel wall and in a stable position. Scan exam performed at the emergency, showed nothing apparent (no thrombosis or stenosis), exam was normal. After the event, the patient was re-instructed to the medical therapy regimen plan.